Event description:
It was reported that during a procedure for a carcinoma of the right colon, about 1/6 staples were not formed after firing. The leg of the staples are straight and not b-shaped. Another device was pulled to complete the case. There was no patient consequence.